Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn (B)(4) for details pertinent to this event.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during the installation the surgeon examined the product, and the reservoir was found detached from the capsule base. There was patient involvement, and a new device had to be implanted.

Manufacturer narrative:
E1: phone number: (B)(6). H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.